Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). The information about harm code was not included with the initial report. The correct information has been included with this report.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer lost consciousness due to low blood glucose while driving. The auto mode feature was active at the time of incident. The insulin pump is expected to return for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer was hospitalized due to low blood glucose level and unconsciousness on (B)(6) 2020. Customer's blood glucose level was 40 mg/dl. Customer had blood glucose level of 104 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.